Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.403v volts. A review of the device memory noted no resets or error codes. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A review of the device memory noted no resets or error codes. Current measurements now are in normal values. Detailed analysis of the device hybrid was undertaken. Analysis of the cell did not find any irregular depletion indicators or heat being generated by an internal defect. The cause of the premature depletion could not be determined.